Event description:
It was reported that the customer experienced low blood glucose levels and that the bayer glucose meter had a frozen screen. The blood glucose reading was 50 mg/dl, which was treated for with juice and carbohydrates. The customer's mother stated that the customer was feeling great, and she declined further assistance regarding the low blood glucose event. Advised the caller to call back if the bayer representative was unable to resolve the frozen screen. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.